Event description:
A patient (age and gender unknown) underwent a therapeutic egd procedure for gastric hemostasis. The resolution clip device was unable to extend out of the sheath to initiate the deployment sequence. A different device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is noted to be "ok".